Event description:
Pleural drainage catheter placed on (B)(6) 2011. Patient was re-admitted to the hospital on (B)(6) 2011 for other reasons. Patient had not been getting drained at the nursing home. On (B)(6) 2011 nurse said the catheter wasn't draining so they sent patient to ir for trouble-shooting and change the valve out for a new valve. The line was clamped with the green alligator clamp that comes in the repair kit. Rn noted that there was fluid in the line when it was clamped. New valve then drained 2 liters using the glass vacutainers. Towards the end of the draining, rn started noticing sputtering affect in the line. There was fluid followed by pockets of air in the catheter followed by fluid. He stopped draining and dressed the line. They did a cxr and saw a pneumothorax. Patient was non-symptomatic. He attached the luer adapter and a 3-way stop cock and then a 60cc syringe so he could aspirate the air. He said he aspirated the 60cc syringe about 15 times. He said he used the stop cock to ensure no air leaked back into the line. They did a cxr again and were surprised that there was only slight improvement. They left the catheter in place, admitted patient overnight and placed on oxygen. The next day the pneumo was almost gone. On (B)(6) 2011, (B)(6) manager stated that the nurse caring for patient had the aspira catheter rigged up to a foley bag, not an aspira bag.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reva0883 showed no other similar product complaint(s) from this lot number.